Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is company representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the cutter for titanium elastic nails snapped half when it dropped on the floor after the surgery. It was unknown if there was surgical delay. Procedure outcome was unknown. It did not affect the patient as the event occurred after the surgery. This complaint involves one (1) device. This report is for one (1) cutter for ti elastic nails. This is report is 1 of 1 for (B)(4).